Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that customer went into a swimming pool with pump and display screen went blank. Customer's blood glucose was 9.4 mmol/l. Insulin pump would be replaced

Manufacturer narrative:
The insulin pump had blank display and constant tone alarm due to moisture damage on electronics. We were unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads, partially broken off reservoir tube lip and missing end cap sticker.